Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 2.5mg/ml morphine at 0.6582mg/day via an implantable infusion pump for spinal pain. It was reported that a motor stall was seen at initial interrogation of the pump. The patient had not recently had a magnetic resonance imaging (MRI) scan. It was reported that there were several motor stalls and recoveries with each stall lasting less than an hour. It was confirmed there were no sources of electromagnetic interference present. It was reported that the patient could hear the alarm when the pump was stalled. No symptoms were reported. No further complications were anticipated/reported.